Event description:
Revision surgery after 3 year and 4 months due to infection, and the pathogen is unknown. The surgeon revised the gmk-sphere tray, femur, and insert to gmk-revision, and revised the patient`s natural patella. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 16 mar 2026 gmk-sphere 02.12.0512fr gmk-sphere tibial insert - flex s5r - 12 mm (k121416) lot. 2104758: (B)(4) items manufactured and released on 18 june 2021. Expiration date: 03 june 2026. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.07.1205r tibial tray fix cemented s.5r (k090988) lot. 2119254: (B)(4) items manufactured and released on 26 apr 2022. Expiration date: 10 april 2027. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0005r gmk-sphere femoral component cemented - 5r (k121416) lot. 2116066: (B)(4) items manufactured and released on 19 jan 2022. Expiration date:10 jan 2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.